Manufacturer narrative:
Correction to manufacturer narrative: it was incorrectly reported: no further corrective action was deemed necessary at this time. The corrected information is: a supplier corrective action request (scar) was sent to the supplier requesting investigation to more specifically identify the root cause(s).

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the syringe barrels have cracks. The issue was found prior to use.

Manufacturer narrative:
A review of the device history report (DHR) for lot no. 819052x indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. During the manufacturing of syringe assemblies, syringes are visually and physically tested. There were no issues related to the reported event. Additionally, the molded component inspection reports utilized in this lot identified no non-conforming product. Eight (8) unpackaged samples were returned for evaluation. One (1) syringe returned was found to have a crack running along the syringe barrel. Leak testing was performed on this returned sample and was found to not leak. The leak testing performed verifies that the syringe draws, holds, and expels fluid properly by inserting the syringe into a rubber block for resistance; therefore functions as intended. This was determined to be product/component; functional but less than desired. One (1) sample returned was found to have improper assembly of the plunger rod and the rubber tip. This improper assembly was determined to be a product/component; non-functional. Two (2) samples returned were found to have broken barrel finger flanges (one of which also possessed a broken plunger thumb rest). Since the broken barrel finger flanges made the two syringes nonfunctional they were determined to be product/component; non-functional. Two (2) samples returned were found to have a broken plunger thumb rest. Since the broken plunger thumb rests do not interfere with the functionality of the syringes, the issue was determined to functional, but less than desired. One (1) sample returned was found to have a small shoulder bubble and some black inclusions embedded in the shoulder area of the barrel. One (1) sample returned was found to have a small black inclusion on the barrel wall of the syringe. This was determined to be embedded particulates and extraneous matter or inclusions in molded parts. A root cause analysis was conducted to explain the reported customer complaint(s). A review of the production process was made and the following potential root causes were identified: samples identified with the crack, broken barrel finger flange, and the broken thumb rest: there may have been a jam in the assembly process that damaged the parts. If there was improper clearance of the assembly line following the jam there is a chance that damaged parts may have made it into the final product, to final packaging, and therefore shipped to the customer. This product is produced on an inline system where both the barrel and plungers are molded and then transported through an air glide system where they are further assembled. Force of barrels banging into one another in the air glide system may have resulted in the issues reported. If the air glide lines went empty and were then allowed to fill, the force of the barrels/plunger hitting into one another during the filling process may have resulted in the damage observed. If these damaged parts were not noticed during regular production it is possible they could make it into packaged product and shipped to the customer. Sample with the improper assembly of the plunger and rubber tip: the plunger rod flange and the rubber tip did not load straight into the pathway at the barrel load station on the rotary assembly machine. 2) the high plunger rod position detection system did not have sufficient sensitivity to detect the deformed rubber tip in the barrel. Samples with bubble in the barrel shoulder and inclusions: the bubble in the shoulder is a molding issue which occurs during the molding of the barrel. The potential sources are trapped air from the resin or vacuum voids. The black inclusions seen in the barrels are also tied to the molding process. During injection molding there are instances where the process is briefly interrupted and the plastic is left stationary on the heating element. This can cause the plastic to burn into the heating element. During the course of the production of the molded barrels, the degraded plastic can release from the element causing particulates (inclusions) to be observed in the molded barrel. Production process review identified the issues reported are associated with the plant/manufacturing process. The samples returned were confirmed to possess deficiencies that would have been rejected during normal production. However, the number of deficiencies observed would not result in rejection of the overall lot. The overall lot would have been accepted based on production guidelines/specification. The reported customer complaint is confirmed. The root cause was determined to be associated with the plant/manufacturing process. Based on the information available and the investigation findings, further corrective actions are not deemed necessary at this time. This complaint will be used for tracking and trending purposes.